Event description:
It was reported after time my back started cramping up my legs cramping up we did some more tests and found out that I'm rejecting the hardware; revision surgery performed.

Manufacturer narrative:
Method: device not returned; results: device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. There is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: the exact root cause of the reported event could not be determined because no device and/or insufficient information was provided for review. Medical records indicate; operative report ((B)(6) 2013) notes indication for surgery "[...]still having pain posteriorly and direct injection of the hardware under fluoroscopy guidance showed that pain relief was obtained in that area. [...]"all instrumentation was removed except for the tips of the 2 broken screws at s1".

Event description:
It was reported after time my back started cramping up my legs cramping up we did some more tests and found out that I'm rejecting the hardware; revision surgery performed.